Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No drive or motor anomaly noted. The motor was tested outside of the device and passed. All buttons functioning properly. No stuck button alarm noted. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. However, hardware low level failures error during self test and confirmed in the device history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the that they experienced high blood glucose levels and insulin pump was under delivering. The blood glucose level was 19 mmol/l at the time of incident. The current blood glucose was 19 mmol/l. Customer treated with insulin pump. Customer stated that the insulin pump had stuck button error alarm. Customer stated that the insulin pump had hardware low level failure alarm. Insulin pump had motor error alarm. Customer alleging the insulin pump because difference in units pump states 16 unit but when takes out reservoir it shows over 200units. The product will return for the analysis.